Manufacturer narrative:
Continuation of d10: product ID: ddmc3d4, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025. Product ID: 6935m62, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to high undefined pacing impedances and high out of range (oor) and variable defibrillation impedances. The high voltage portion of the lead was confirmed fractured. The patient was hospitalized. It was further reported that the rv lead exhibited a sudden rise in defibrillation impedances. The right atrial (ra) lead and rv leads were capped and replaced. The replacement leads were implanted on the right side due to the occluded vessel. No further patient complications have been reported as a result of this event.